Manufacturer narrative:
E1 - event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by a getinge field service engineer that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) was found to have a fractured threaded stud that is used to secure the scroll compressor to the console chassis. There was no patient involvement and no harm reported. The device is unrepairable in the field and will be shipped to the repair center for service.